Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: issue with vent (e.g. Shuts down, won't calibrate, etc) volumes were not being delivered correctly. Alarms with external flow sensor failed. No patient harm.